Event description:
It was reported with the use of the bd¿ syringe with bd luer-lok¿ tip there was an issue with foreign matter. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: one sample was received for evaluation. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: the barrel has an embedded foreign matter (fm) about 11/16¿ from the bottom part of the syringe therefore failure mode is verified. Root cause description: embedded fm can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the mold and press. The degraded resin can break loose and be molded into components. Rationale: the defect rate is within allowed quality limits. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported with the use of the bd¿ syringe with bd luer-lok¿ tip there was an issue with foreign matter. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. This is the first complaint for the lot# 8164589 for the same defect or symptom. No related defects or qns were recorded in the DHR.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd¿ syringe with bd luer-lok¿ tip there was an issue with foreign matter. There was no report of injury or medical intervention.